Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, when the patient attempted sensor insertion at the abdomen and removed the sensor applicator from the sensor pod, the sensor wire was hanging from the hard needle. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The sensor applicator and pod were not returned for evaluation; however, a photograph of the two were provided from the patient confirming the reported device issue. Without the device being returned for investigation a root cause cannot be determined.